Event description:
It was reported that the patient was hospitalized for severe hyperglycemia on (b)(6)2026 while wearing the Pod on their arm for an unspecified duration. The patient reported blood glucose levels were 50mg/dL while their value was actually 750 mg/dL; the controller was reported to display high glucose levels. Symptoms reported include vomiting and ¿became severely ill.¿ Treatment during hospitalization was not provided. The patient was diagnosed with diabetic ketoacidosis (DKA). The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.5Hardware: iPhone14.5CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.